Manufacturer narrative:
Harmonic scalpel laparosonic coagualting shears-based on the information received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The device was received in good condition. The device was tested and was found to be fully functional. There were no anomalies noted with the jaws of the device meeting properly. The reported incident couold not be recreated.

Event description:
It was reported during a laparoscopic nissen fundoplication the jaws of a lcs15 would not meet properly. A new lcs was opened to complete the case. There was no consequence to the pt.